Event description:
While priming the cartridge prior to a routine hemodialysis treatment, the cycler displayed arterial air alarms. Although air was still visible in the dialyzer and arterial line, the caregiver elected to initiate the treatment and connected the pt blood lines to the cartridge. The caregiver continued to experience unrecoverable air alarms and the blood in the cartridge circuit clotted, which resulted in a 210cc blood loss. No medical intervention was required.